Manufacturer narrative:
Product evaluation: the product was not returned. A magnified photo was provided of the lens in the eye. There appears to be a large scrape mark. Unable to determined if on the anterior or the posterior surface. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Root cause: the product investigation could not identify a root cause for the reported complaint. Based on review of the provided photo the lens appeared to be damaged. No determination of cause can be made from the photo. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that after implantation, scratches were found on the optics in the bag state as the following picture. The lens was replaced with 20.0d and the surgery was completed. Additional information was requested.

Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause: root cause has not been identified. No other complaints for lot. Additional information was requested. (B)(4).

Event description:
The nurse after implantation, scratches were found on the optics in the bag state as the following picture. The lens was replaced with 20.0d and the surgery was completed. Additional information was requested.